Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base and as result, the conductor wire is broken as well. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the force bipolar instrument had a broken tip. The procedure was completed with no known impact or patient consequence reported.